Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / device migration/ migration of essure device location of device: endometrium'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular with excessive bleeding, d & c, cervical dysplasia, tobacco use disorder, fractured ribs, clavicle fracture, appetite lost, anger and muscle spasms. Previously administered products included for an unreported indication: tylenol and strattera. Concurrent conditions included bipolar affective disorder, post-traumatic stress disorder, panic disorder, agoraphobia, intubation, bardet-biedl syndrome, haemorrhage nos, pap smear, vaginal itching, vaginal odor, urinary frequency, herpes nos, tiredness, colposcopy, rectal bleeding, bacterial vaginosis, dysuria, schizophrenia, anemia, menstruation abnormal, candida vaginal, vaginal burning sensation, urine odor foul, yeast infection, constipation, glucosuria, escherichia coli infection, paraovarian cyst, ovarian cyst, abdominal pain lower, discomfort, painful intercourse, infrequent bowel movements, onychocryptosis, pelvic cyst, amenorrhea, adnexa uteri cyst, hemangioma, suprapubic pain, perimenopause, mood change, bloating, vaginal dryness, adhd, panic attacks, exacerbation of pain, rash, hot flashes, generalized anxiety disorder, vulvovaginal pain, shortness of breath, vomiting, cough, chest pain, urinary urgency, dizziness, neck pain, shoulder pain, bone operation, cyst aspiration, ovary enlarged, flank pain and therapeutic ovarian suppression. Family history included anxiety and depression. Concomitant products included oral contraceptive nos from (B)(6) 2006 for contraception, medroxyprogesterone acetate (depoprovera) from (B)(6) 2013 to (B)(6) 2014 for menstrual disorder and pelvic pain as well as antibiotics, celecoxib (celexa) from (B)(6) 2006 to (B)(6) 2009, gabapentin, ibuprofen since (B)(6) 2006, metronidazole, nsaids since (B)(6) 2006, oxycodone, paracetamol (acetaminophen) since (B)(6) 2006, quetiapine fumarate (seroquel) from (B)(6) 2015 to (B)(6) 2016, sertraline hydrochloride (zoloft), valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2016 and venlafaxine hydrochloride (effexor) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"), 17 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/chronic"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced psychological trauma ("psychological injuries"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, vaginal haemorrhage, psychological trauma, depression, anxiety and fatigue outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain- pelvic pain, abdominal pain, menorrhagia, migration, perforation, uti, vaginal infection and vaginal discharge. Previously reported essure insertion date : (B)(6) 2005 patient wants to be checked yeast/bacteria infections. Coils traverse the cornua with a small part within the cavity of the uterus. There was approximately 4 loops of coil protruding out of the ostia was approximately 4 loops of coil protruding out of the ostia. In a similar fashion the right fallopian tube was ligated. It had approximately 3 coils protruding out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion. Ultrasound ovary - on (B)(6) 2012: impression: there is a smooth walled simple cystic mass 3.4 cm next to the left ovary. This could represent a hydrosalpinx or ovarian cyst,. Ultrasound pelvis - on (B)(6) 2016: impression: 1, there is a simple unilocular 2,6 cm cyst seen in each ovary, ovaries and adnexa are otherwise negative, 2, small amount of fluid in the endometrial cavity of uncertain but doubtful significance, 3, split endometrial stripe thickness is 3 mm. No focal uterine lesions are seen, 4, essure device in place bilaterally.; on (B)(6) 2016: impression: normal appearing uterus. Presence of essure implants noted in the cornual ends of the uterus. Left ovary appears normal. In the left adnexal region a paraovarian cyst is noted again and this appears marginally larger than on the previous study, the size today was 3.3 cm x 1.8 cm x 3.3 cm. Patient noticed tenderness on touching of this cystic area with the vaginal transducer. No other adnexal masses seen. No free fluid noted in the pelvic cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- depression, anxiety, menorrhagia, vaginal infection, uti, fatigue, depression, anxiety: abnormal vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received. Lot number was added. New events added: abnormal bleeding (vaginal), fatigue, depression, anxiety. Reporters, concomitant drugs, concomitant conditions, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / device migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/chronic /"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), psychological trauma ("psychological injuries"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain- pelvic pain, abdominal pain, menorrhagia, migration, perforation, uti, vaginal infection and vaginal discharge. Previously reported essure insertion date: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events-" perforation/device migration, physical pain/chronic, abdominal pain, menorrhagia(heavy menstrual bleeding), psychological injuries, urinary tract infection, vaginal infection and vaginal discharge", reporter and patient demography, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / device migration/ migration of essure device location of device: endometrium'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 30-year-old female patient who had essure (ess205) (batch no. 581486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included degenerative disc disease in (B)(6) 2016, hypertension from (B)(6) 2015 to (B)(6) 2016, seasonal allergy on (B)(6) 2015, menses irregular with excessive bleeding, d & c, cervical dysplasia, tobacco use disorder, fractured ribs, clavicle fracture, appetite lost, anger, muscle spasms, ear pain and genital herpes. Previously administered products included for an unreported indication: tylenol and strattera. Concurrent conditions included bipolar affective disorder, post-traumatic stress disorder, panic disorder, agoraphobia, intubation, bardet-biedl syndrome, haemorrhage nos, pap smear abnormal, vaginal itching, vaginal odor, urinary frequency, herpes nos, tiredness, colposcopy, rectal bleeding, bacterial vaginosis, dysuria, schizophrenia, anemia, menstruation abnormal, candida vaginal, vaginal burning sensation, urine odor foul, yeast infection, constipation, glucosuria, escherichia urinary tract infection, paraovarian cyst, ovarian cyst, abdominal pain lower, discomfort, painful intercourse, infrequent bowel movements, onychocryptosis, pelvic cyst, amenorrhea, adnexa uteri cyst, hemangioma, suprapubic pain, perimenopause, mood change, bloating, vaginal dryness, adhd, panic attacks, exacerbation of pain, rash, hot flashes, generalized anxiety disorder, vulvovaginal pain, shortness of breath, vomiting, cough, chest pain, urinary urgency, dizziness, neck pain, shoulder pain, bone operation, cyst aspiration, ovary enlarged, flank pain, therapeutic ovarian suppression, grand multiparity, sore throat, sinus pain, nasal congestion, sinus congestion, vaginitis, infection fungal, musculoskeletal pain, difficulty sleeping, appetite lost, anger, tiredness, adhd, back pain, cyst, therapeutic ovarian suppression and paratubal cyst. Family history included anxiety and depression. Concomitant products included oral contraceptive nos from (B)(6) 2006 to (B)(6) 2006 for contraception, medroxyprogesterone acetate (depoprovera) from (B)(6) 2013 to (B)(6) 2014 for menstrual disorder and pelvic pain as well as antibiotics, celecoxib (celexa) from (B)(6) 2006 to (B)(6) 2009, colecalciferol (vitamine d) from (B)(6) 2011 to (B)(6) 2012, fluticasone (B)(6) 2015 to (B)(6) 2017, gabapentin, ibuprofen since (B)(6) 2006, lamotrigine (B)(6) 2015 to (B)(6) 2019, loratadine (B)(6) 2015 to (B)(6) 2017, metronidazole, nsaids since (B)(6) 2006, oxycodone, paracetamol (acetaminophen) since (B)(6) 2006, plantago afra (psyllium) from (B)(6) 2016 to (B)(6) 2017, prazosin from (B)(6) 2015 to (B)(6) 2016, quetiapine fumarate (seroquel) from (B)(6) 2015 to (B)(6) 2016, sennoside a+b from (B)(6) 2010 to (B)(6) 2010, sertraline hydrochloride (zoloft), trazodone from (B)(6) 2006 to (B)(6) 2006, valaciclovir hydrochloride (valtrex) from (B)(6) 2016 to (B)(6) 2016, venlafaxine hydrochloride (effexor) from (B)(6) 2015 to (B)(6) 2016 and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced depression ("psychological or psychiatric problems-condition: depression") and anxiety ("psychological or psychiatric problems-condition: anxiety/mental anguish"), 17 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/chronic"), urinary tract infection ("infection(bladder/urinary tract/ vaginal)-type: urinary tract infection"), vaginal infection ("infection(bladder/urinary tract/vaginal)-type: vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced psychological trauma ("psychological injuries") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and abaltion). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, psychological trauma, depression, anxiety, fatigue, female sexual dysfunction and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain- pelvic pain, abdominal pain, menorrhagia, migration, perforation, uti, vaginal infection and vaginal discharge. Previously reported essure insertion date : (B)(6) 2005. Patient wants to be checked yeast/bacteria infections. Coils traverse the cornua with a small part within the cavity of the uterus. There was approximately 4 loops of coil protruding out of the ostia was approximately 4 loops of coil protruding out of the ostia.in a similar fashion the right fallopian tube was ligated. It had approximately 3 coils protruding out of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion. Ultrasound ovary - on (B)(6) 2012: impression: there is a smooth walled simple cystic mass 3.4 cm next to the left ovary. This could represent a hydrosalpinx or ovarian cyst,. Ultrasound pelvis - on (B)(6) 2016: impression: 1, there is a simple unilocular 2,6 cm cyst seen in each ovary, ovaries and adnexa are otherwise negative, 2, small amount of fluid in the endometrial cavity of uncertain but doubtful significance, 3, split endometrial stripe thickness is 3 mm. No focal uterine lesions are seen, 4, essure device in place bilaterally.; on (B)(6) 2016: impression: normal appearing uterus. Presence of essure implants noted in the cornual ends of the uterus. Left ovary appears normal. In the left adnexal region a paraovarian cyst is noted again and this appears marginally larger than on the previous study, the size today was 3.3 cm x 1.8 cm x 3.3 cm. Patient noticed tenderness on touching of this cystic area with the vaginal transducer. No other adnexal masses seen. No free fluid noted in the pelvic cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- depression, anxiety, menorrhagia, vaginal infection, uti, fatigue, depression, anxiety: abnormal vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New reporter added, plaintiff's information updated. New events apareunia, dyspareunia were added. Concomitant drugs added. On (B)(6) 2019: mr received. New reporter added, plaintiff's information updated. Concomitant conditions added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.